Manufacturer narrative:
Approximate age of device ¿ 3 years and 2 months. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017, pump stoppages occurred. The patient was provided ungrounded power module patient cables. The patient was not symptomatic. It was reported that a driveline fault alarm occurred. The system controller was exchanged. The manufacturer¿s technical services representative performed a distal end percutaneous lead (driveline) replacement. On (B)(6) 2017, it was reported that further driveline issues occurred following the external driveline repair. The patient's pump was exchanged on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Device evaluation: the replaced external portion of the driveline and the explanted pump were returned for evaluation. The evaluation of the explanted pump confirmed a driveline wire compromise that would have contributed to the reported interruptions in pump function. Visual examination of the device revealed no evidence of adhered depositions or laminated thrombus formations that would have contributed to the reported event. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined and no anomalies were observed. All segments of the driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the pump-end segment of the driveline revealed a breach to the insulation of the orange wire, approximately 10.5 inches from the pump housing. The orange wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. Significant abrasions to the insulation of the other wires were noted. However, the remainder of the driveline was submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation and this test did not reveal any additional areas of current leakage. If the exposed conductors of the orange wire contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the red heart alarms and pump stoppages that were confirmed through the analysis of the patient's log files. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.